Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were re-seated. The software was re-installed and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would intermittently not boot up or x-ray. No pt injury was reported.